Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Customer reported a loose bolt in the box that was taped to the instrument. Visual inspection showed no damage, broken, or missing parts. No product issue identified. Reported issues may be customer-induced or unrelated to the device. Radio frequency identifier (rfid) was broken during failure analysis. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm cadiere forceps instrument had a loose bolt in the box. The customer taped the bolt to the instrument. It was identified out of box. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed when the customer was unboxing of instrument from a new order. A bolt fell out of the box when it was opened. The bolt was taped to the instrument and sent back to isi.